Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer and fe described a situation in which the system likely intermittently failed to remain usable and generate fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.